Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use, it was reported that the autopulse platform (s/n: (B)(4)) stopped compression after it provided approximately 6 compressions and then, displayed an error message (system error: out of service. Revert to manual CPR). Despite pulling up on the lifeband and restarting the platform, the responding crew was unsuccessful in resolving the issue. According to the reporter, the outcome of the patient is unknown. No known patient consequence reported.

Manufacturer narrative:
The autopulse platform ((B)(4)) was returned to zoll for evaluation. The customer's reported complaint of autopulse displaying a system error message was confirmed during archive review and functional testing. The root cause was attributed to a defective processor board. Functional testing could not be performed because "system error - out of service" was displayed upon-power up. Compressions could not be performed. The processor board was replaced to remedy the system error message. A review of the platform archive was performed and user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) and ua 139 (unable to hold compression position) messages were observed on (B)(6). Ua 7 is unrelated to the reported complaint and was not observed during functional testing. A visual inspection of the returned autopulse platform was performed and found the bottom enclosure, front enclosure and top cover were damaged. Additionally, the motor cover has damage near the battery slot and on the left side handle. The bottom cover was also found to have multiple broken brass fittings. They are broken off of the surrounding plastic. The autopulse platform is a reusable device and was manufactured on 07/16/2014. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and are unrelated to the reported complaint. After replacing the damaged parts identified during visual inspection and functional testing, the platform passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).